Event description:
It was reported that a patient underwent a vaginal hysterectomy and anterior repair in 2006 and mesh was implanted anteriorly. In 2013, the patient presented with a recurrent prolapse and cystocele and a mesh exposure was noted. The patient underwent a revisionary procedure for the mesh exposure and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.